Event description:
A surgeon reported that at the one-day postoperative exam following macular hole treatment with gas, it was noted that the patient's gas bubble was only 50% of the anticipated size. One-week postoperatively, the gas bubble was completely gone, thus the surgeon suspected that the patient received an air bubble instead of gas. The patient's macular hole did not close. The surgeon noted that the auto gas fill purge cycles had not been observed by the tech. Add'l info has been requested, but none has been provided to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).